Event description:
It was reported there was slight resistance when attempting to insert the ultrasound probe into the guide sheath of the evis lucera elite bronchovideoscope. Therefore, the guide sheath was removed and after a biopsy forceps was inserted outside the body, a piece of rubber came out. The device was checked by the customer and it was found that the single use biopsy valve was chipped. This event occurred during a diagnostic respiratory procedure. The procedure was delayed 5-10 minutes and a similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10 the device was not returned. A device from a different lot was used for the evaluation. This event was caused by a component failure of biopsy valve. The cause of the biopsy valve failure could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: stress on the valve due to insertion and removal of the instrument was done at an angle, making it heavier and causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info from customer.